Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the resulting imaging was reviewed and it was 53 minutes long. Technical support logged in and copied the study over and confirmed there was a short study. There was no harm to the patient involved but a repeat procedure will be necessary due to the short study. The patient is currently in stable condition. No known adverse events were reported.